Event description:
It was reported that the pump battery could not be charged. The customer reverted to manual injections for insulin therapy. The customer's blood glucose level (bg) was 594 mg/dl. A manual injection was administered to address the customer's high bg. The customer alleged that the increase in bg level was due to the pump not charging.